Event description:
On 21 may 2015 the following was reported to arjo huntleigh: on (B)(6) 2015 during the resident's transfer from the bed to broda chair using maxi sky 600 ceiling lift and the sling while the resident's lowering process it was indicated that the resident's leg pushed the right clip of the sling causing the clip dislodged off or carry bag lug. As a consequence the resident fell into the chair. Approximately 6" off of the chair and received slight cut on ear. Polysporin ointment was applied. It was reported that the incident happened in the morning when the resident is stiff.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was carried out into this complaint. Based on the information received it appears most likely that during the resident's transfer from the bed to broda chair the right leg clip of the sling detached from the spreader bar of the maxi sky 600 ceiling lift. It was indicated that while lowering into chair the resident's leg came in contact with the clip on the right side and the clip detached from the lift. When receiving similar reportable events, we have found a number of cases similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The lift and the sling device were inspected an no malfunctions were found that could have caused or contributed to the event. An on-site inspection found the sling worn and with unreadable label. This is not impacted on the performance of the sling when using according to the instructions for use (IFU) but this is an indicating that the sling should be withdrawn from use and replaced. (B)(4). The sling and the lift which work together as a system were found to have been to specification when the event took place. The sling and the lift were being used for patient care when the event took place and in that way contributed to the outcome of the event. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labeling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. From the information received it appears more likely that the resident's knee came in contact with the clip on the right side and the clip detached from the lift. Our simulations show that the event is possible, but unlikely. From a seated position, the knee or thigh is higher than the clip and therefore cannot come under it to kick it off. From a horizontal positon, the knee or thigh is under the clip, but cannot reach it. Only very rarely we are presented with an event description that makes note of a person in the sling making or being prone to making specific movements. Even within those cases, it is rare that an actual link is made in the description itself that the resident's movement caused a clip to come undone. The clip to become completely detached there needs to be an additional movement that pushed the clip outward, away from the hanger bar once it has been pushed upward. This does not appear to be likely occurrence. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. The only exception being: when a person is lifted from a horizontal positon (bed in this case) and a leg clip is not attached. As is documented in our simulations, a person can be lifted from a horizontal positon with one of the leg clips not in place. However, typically when the patient is at the end of that transfer, put into a more upright, seated position lowering to a chair, the weight shifts towards the missing clip strap and the person falls out. It appears more likely that the clip was not in place at the start of the lifting procedure and could wiggle off when the patient was put into a more upright, vertical position before lowering to the chari. If the labeling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labeling and not checked the clips are correctly attached per labeling, the user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Afjohuntleigh suggests to remind the staff involved of the device labeling, with special attention to correct lifting procedure, check the sling before transfer and proper slings inspection. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.